Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft break occurred. The target lesion was located in the calcified right coronary artery. Resistance was noted while advancing the 8.0x3.0mm nc quantum apex balloon catheter. The catheter was removed after a shaft kink occurred. Upon removal, the shaft was identified as "broken". It was further noted that the physician felt the issue was caused by pushing the device against the calcified vessel. The procedure was completed with an 8.0x3.0mm ion stent. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the hypotube was broken inside the outer sleeve 24cm from the proximal end of the hub. There were kinks in the hypotube on both sides of the fracture. No other damage or irregularities were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).